Manufacturer narrative:
.

Event description:
Reportedly, battery impedance value has remained unchanged during the consecutive follow-ups.

Event description:
Reportedly, battery impedance value has remained unchanged during the consecutive follow-ups.